Event description:
Customer hospitalized for low blood glucose. Spouse found customer unconscious. Customer took injection before bed the night before. Checked programming, insulin concentration, am/pm basal rates/times, bolus history, alarm history and programming were correct. Customer stated the keyboard has intermittent response on all buttons.